Event description:
Caller reported an error related to their continuous glucose monitor, identified as cgm error 42, associated with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a complete pump reset, and the caller planned to reset the pump at their convenience, with a follow-up if the issue continued.